Event description:
It was reported that during procedure a polarx fit balloon catheter was selected for use. However, after the cooling was completed, the polar balloon was closed, and when it was switched to 3d mapping, the "1-00004000-2 the console detected blood in the catheter" error was displayed. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to investigate the blood detection wires for any symptoms that would result in a blood detection error. During balloon dissection an inner balloon blood detect wire split was found (image #3). This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that during procedure a polarx fit balloon catheter was selected for use. However, after the cooling was completed, the polar balloon was closed, and when it was switched to 3d mapping, the "1-00004000-2 the console detected blood in the catheter" error was displayed. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.